Event description:
It was reported that the user experienced blood glucose fluctuations while using the ilet, with a low of 54 mg/dl followed by a rebound high of 311 mg/dl after treating with apple juice and crackers, and the insulin cartridge was depleted, prompting a full supply change and insulin delivery resumption. Symptoms included shakiness and sweating consistent with hypoglycemia. Outcomes included transient hypoglycemia and hyperglycemia outside the target range for approximately one to two hours, self-managed without assistance and without hospitalization. Investigation included customer support troubleshooting and education on a complete supply change and therapy resumption. Investigation of this case revealed no device alerts or alarms reported and no identifiable device malfunction. It was concluded that the event involved hypoglycemia with subsequent hyperglycemia, cause unclear, with resolution after supply change and continued use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.